Manufacturer narrative:
The manufacturer's field service engineer has attempted to follow up with the customer. Further attempts to contact the customer have yielded no response. No evaluation planned. No service performed.

Event description:
The customer reported the display blank. No patient involvement .

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the display blank. No patient involvement .